Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that it was necessary to perform the dental implant removal after its installation in the patient¿s mouth, but no further information was provided. There is no report of serious injury to the patient.